Manufacturer narrative:
.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The ipg seemed to be upside down as verified through x-ray. Device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. It was also reported that the physician was not sure if device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced difficulty charging the ipg. The ipg seemed to be upside down as verified through x-ray. Device malfunction was suspected. The patient will undergo a revision procedure.